Event description:
The customer reported that during an exam the 9800 sys indicator lights began flickering, then the unit locked up with the fluoroscopic processor in the on position. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The 9800 sys mainframe power voltage was increased. The sys was tested and operates as intended.